Event description:
During patient follow-up in (B)(6) 2010, egm data showed a charge for a vf event due to noise detection. Since threshold and impedance measurements and x-ray showed normal characteristics, the patient was monitored. The lead was explanted and replaced when the ICD reached eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.